Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 540-567 mg/dl) and boluses were delivered to address bg. Customer reported to have used the pump supplies for 7 days versus the labeled 48 hours. Tandem technical support informed customer of the insulin labeling.